Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the cannula was missing after sensor removal. The customer's blood glucose reading was between 131 and 143 mg/dl. Customer also mentioned that his blood glucose reading was 360 mg/dl the day prior, and was treated with a bolus from the insulin pump. The sensor was replaced and will be returned for analysis.